Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported the ultrasound tip clogged during surgery. The procedure was completed after the product was replaced. There was no patient harm.

Manufacturer narrative:
One opened phacoemulsification tip in a tip wrench in a polymer irrigation/aspiration (ia) blister unrelated to the complaint was received. The phacoemulsification tip was visually inspected and deemed conforming. No occlusions observed. A functional flow check for occlusion was performed and deemed conforming. A good flow exiting the tip and the airbypass (ab) hole was observed. Wear on the back of flange and nut corners were consistent with threading on a handpiece. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The returned sample was found to be conforming for all visual and functional testing associated with the reported event; therefore, a phacoemulsification tip being clogged during surgery as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phacoemulsification tip was manufactured to specification. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).